Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following (B)(4) acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it is reported that the physician intended to use a protégé gps stent to treat the patient. After navigating to the lesion the physician could not deploy the stent. The device was removed and another unknown product was used to complete the procedure. No patient injury is reported. Evaluation summary: the protege gps stent delivery system (sds) was received for evaluation without any ancillary device from the procedure. Six cells of the stent were exposed distal to the outer sheath. There was liquid residue noted in the clear flush line. The sds accepted a 0035" test guidewire without complication. The device was flushed and loaded into the deployment force fixture. The stent deployed with 1.54 lbs. Of force (design specification: { 3.0 lbs.).